Event description:
It was reported that following the initial implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty was performed with a 25 millimeter (mm) balloon for an unspecified reason. Approximately 6 years and 10 months later, the valve failed due to moderate-severe paravalvular leak (pvl).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the initial implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty was performed with a 25 millimeter (mm) balloon for an unspecified reason. Approximately 6 years and 10 months later, the valve failed due to moderate-severe paravalvular leak (pvl). Additional information was received that the moderate-severe regurgitation was both pvl and central regurgitation. Approximately one month later, a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve as treatment.